Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. The device was analyzed and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died approximately five months after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4), the device was returned and analyzed. Analysis of the returned device indicated a memory error for a ram (random access memory) integrated circuit. Analysis of the device data indicated that wireless telemetry was terminated due to an atrial rate limit por on 2012-12-19. The initial reported event was received on (B)(4) 2013. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on 2013-08-10. Information was subsequently received on (B)(4) 2013 and revealed the patient is deceased and died approximately five months post implant. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant products: 5076-45 implantable pacing lead, implanted: (B)(6) 2011; 694758 implantable tachy lead, implanted: (B)(6) 2011; 429688 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).